Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, undersensing on the device was noted. A software upgrade and reprogramming was performed. The patient was stable with no adverse consequences.